Manufacturer narrative:
The reported event was inconclusive because no sample was returned. No potential root cause could be concluded due to insufficient information. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the suprapubic catheters were adhering to veterans and made it harder to remove. The customer stated that there was a lip just below the insertion tip.

Event description:
It was reported that the suprapubic catheters were adhering to veterans and made it harder to remove. The customer stated that there was a lip just below the insertion tip.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.